Event description:
The following information was obtained from complaint form provided by (B)(4): patient came in for de-clot of the left arm. Used the angio jet and proxi catheter. Doctor (B)(6) ordered 25mgs/250 mls of tpa. Immediately after infusion he became thrombolysis. I informed him of the on set of action/dwell time for the lytic, but he progressed ahead. I periodically called out run time of the angiojet. As we approached 400 seconds I reminded him of potential hemolysis for long run times. Continuing to run angiojet did not seem to be removing the residual clot. He finished with a total run time of 560 seconds. After removing the proxi cath, he inserted a 6x40 balloon. The patient immediately had problems and coded. He was resuscitated and sent to intensive care unit. I learned that the patient expired over the weekend. Update per (B)(4) on (B)(6) 2013: doctor (B)(6) did not state one way or the other if he felt using angio jet was a direct correlation with the patients ultimate death. At the time, he did assume clot embolised, but to my knowledge nothing was confirmed.

Manufacturer narrative:
Event consists of a patient death post an angiojet procedure. The patient presented for a de-clot of dialysis graft in the left arm. The physician used an angiojet solent proxi thrombectomy set and infused 25 mgs/250 mls of tissue plasminogen activator (tpa) using the angiojet power pulse technique. The physician was informed of the recommended dwell time for lytic; however, the physician progressed immediately with angiojet thrombectomy. The physician continued to run the angiojet past the recommended run time of 4 minutes with flowing blood and 8 minutes total run time. It appeared that the angiojet was not removing the residual clot. The physician completed the angiojet procedure with a total of 569 second run time (9 minutes 29 seconds). After the angiojet device was removed the physician inserted a 6x40 balloon. At this time, the patient immediately experienced problems and coded. The patient was resuscitated and sent to the intensive care unit (ICU). It is noted that the patient then expired over the weekend. This event is considered a reportable event to FDA as the association between the angiojet solent proxi device and the noted event cannot be conclusively ruled out.